Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to an atrioventricular junction ablation procedure the left ventricular (lv) lead had high thresholds. It was also noted during the post-operative check that the lv lead thresholds had increased. A back-up right ventricular (rv) lead was placed and the lv lead remains in use. No patient complications have been reported as a result of this event.